Manufacturer narrative:
(B)(4). The service engineer inspected the device and was not able to duplicate the reported condition. The unit passed extended self-testing.

Event description:
It was reported that, a 980 ventilator generated a loss of communication error message. Patient involvement in unknown. The device was rebooted and the issue was resolved.